Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery (vats) lobectomy, the device's handle was stiff when opening and closing and problem with continued use. Procedure was completed with another new lf1923. There was no patient injury.